Event description:
The user experienced analyzer alarms and attempted to replace the photometer lamp. When the customer unscrewed the lamp, it "exploded sending glass all over the photometer housing". She states the "lamp shattered under force enough to sending shards of glass flying into and around the lamp housing were she was unscrewing the lamp." The customer used a vacuum to suck up the broken glass and then removed the lamp base and wiring from the photometer. The user stated no one was harmed in any way. The field service representative was unable to determine a cause. He checked the lamp housing and voltage at the connector. The user installed a new lamp which passed initialization and an air/water calibration. The user ran quality control which was successful.

Manufacturer narrative:
A specific root cause could not be identified. It was determined possible causes are a combination of excessive amount of cement used to fix the lamp into the socket, broken cement with formation of voids, and the lamp temperature. This can cause a certain tension inside the glass and bring it over its tension limit. The problems of excessive cement and formation of voids have been addressed procedures including cautions for lamp replacement are described in the operator's manual. No patient or operator was involved or harmed in this issue.